Manufacturer narrative:
The reported event of the patient notifier not working was not confirmed in the laboratory. The device was tested and the patient notifier functioned normally. The cause of the reported event could not be conclusively determined.

Event description:
During follow-up, a device approaching eri was found to have a non-functional vibratory alert, so it was explanted and replaced. The patient's condition was stable and there were no adverse events.